Manufacturer narrative:
The reported formation of inflamed lumps on the coolsculpting-treated areas was assessed as a serious injury related to the coolsculpting procedure because surgical intervention was required to alleviate the pain that was affecting the patients activities of daily living. There was no alleged or suspected device malfunction. The coolsculpting user manual, under rare adverse events, states, "cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention."

Event description:
On (B)(6) 2019, allergan received information that a (B)(6) year-old female patient developed painful, red and inflamed lumps across her abdomen approximately 5 months after receiving coolsculpting treatment to the lower abdomen on (B)(6) 2018. According to her physician, in (B)(6) 2018 the patient underwent ultrasound and CT scan and both were clear. The patient returned to the clinic on (B)(6) 2019 presenting with the same lumps persistent and worsening, causing the patient discomfort when dressing and difficulty in sleeping. There was also a painful, indurated, red plaque, 3 cm in size on the left abdomen. Medical records sent by the physician show visit findings of ¿morphea¿ with a differential diagnosis of ¿fat necrosis vs panniculitis s/p coolsculpting" and treatment plan is "likely surgical incision in the operating room to evaluate full thickness skin and fat."

Event description:
On 10-jul-2019, allergan received information that a 76 year-old female patient developed painful, red and inflamed lumps across her abdomen approximately 5 months after receiving coolculpting treatment to the lower abdomen on (B)(6) 2018. According to her physician, in (B)(6) 2018 the patient underwent ultrasound and CT scan and both were clear. The patient returned to the clinic on (B)(6) 2019 presenting with the same lumps persistent and worsening, causing the patient discomfort when dressing and difficulty in sleeping. There was also a painful, indurated, red plaque, 3 cm in size on the left abdomen. Medical records sent by the physician show visit findings of ¿morphea¿ with a differential diagnosis of ¿fat necrosis vs panniculitis s/p coolsculpting" and treatment plan is "likely surgical incision in the operating room to evaluate full thickness skin and fat."

Manufacturer narrative:
On 16-sep-2019, allergan received additional information that the patient underwent excision of the painful mass on (B)(6) 2019. Post-operative assessment made by the surgeon indicate fat necrosis. Post-operative notes sent by the surgeon showed no post-operative complication or any further issue. Patient code was updated to: 1971- necrosis.

Manufacturer narrative:
On 13-aug-2019 allergan received information that the patient underwent surgery on (B)(6) 2019 for removal of the painful lumps on her abdomen. The treating surgeon confirmed this event and stated that a report on surgical findings will be sent to allergan once ready. Allergan has made several attempts to follow-up on this report but has not received it to date.

Event description:
On 07/10/2019, allergan received information that a 76 year-old female patient developed painful, red and inflamed lumps across her abdomen approximately 5 months after receiving coolsculpting treatment to the lower abdomen on (B)(6) 2018. According to her physician, in (B)(6) 2018 the patient underwent ultrasound and CT scan and both were clear. The patient returned to the clinic on (B)(6) 2019 presenting with the same lumps persistent and worsening, causing the patient discomfort when dressing and difficulty in sleeping. There was also a painful, indurated, red plaque, 3 cm in size on the left abdomen. Medical records sent by the physician show visit findings of ¿morphea¿ with a differential diagnosis of ¿fat necrosis vs panniculitis s/p coolsculpting" and treatment plan is "likely surgical incision in the operating room to evaluate full thickness skin and fat."